Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutting burr device broke off. It was further reported that a piece of the broken device remained in the patient¿s body ¿epidurally¿. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries or prolonged hospitalization. It was not reported what type of medical intervention was required. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: the address and telephone number of the contact was not provided. The lot number was unknown. Therefore, the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that there was no patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.